Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a patient underwent an aortic valve replacement on (B)(6) 2021. On (B)(6) 2022 the patient was admitted to the hospital for secondary cause of anemia. Three months prior, on an unknown date, the patient was admitted to the hospital and treated for herpes zoster, covid-19 and anemia. The patients symptoms were general malaise and dyspnea. The patient was treated with prbcs for the anemia and an echocardiogram was performed which revealed normal gradient pressures. On (B)(6) 2022, the patient was re-admitted to the hospital to evaluate further for secondary causes of anemia. The patient received 4 units of prbcs and i.v iron supplement. The patient was also seen by a gi specialist. On (B)(6) 2021, the patient underwent an endoscopy and colonoscopy. The endoscopy revealed a hiatal hernia, reflux, antral erosions and duodenal telangiectasia. The colonoscopy revealed rectal telangiectasia. The patients echocardiogram revealed the trifecta prosthetic tissue valve gradient of ppg/mpg - 70/47 mmhg, also, a normal pa pressure was also noted. No clots, pulmonary embolism or vegetation appreciated. Ejection fraction was normal (56%), no regional wall motion abnormalities (rwma), mild mitral regurgitation and mild tricuspid valve regurgitation reported. The patient improved symptomatically and medications optimized during the stay. On (B)(6) 2022 the patient was discharged in stable condition. No additional information has been provided.

Manufacturer narrative:
An event of anemia, malaise, dyspnea, hiatal hernia, reflux, antral erosions, duodenal telangiectasia, rectal telangiectasia, mild mitral regurgitation and mild tricuspid valve regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.